Event description:
Additional information received reported that the patient had a transient pain at the implantable neurostimulator (ins) site while having a bone density test. The pain lasted for one day and then was resolved. The patient's stimulation was working normally.

Event description:
It was reported, the patient had a burning sensation on both sides of the abdomen during a bone density scan. The burning sensation continued for 2 days after the scan. The machine was placed directly over the patient, and the device was not turned off or to 0 volts during the procedure. The patient was currently doing "fine" and "seemed" to be reaching efficacy.

Manufacturer narrative:
Product ID, 3778-45 serial# (B)(4), implanted: 2008 (B)(6), product typ lead, product ID, 3778-45 serial# (B)(4), implanted: 2008 (B)(6), product typ lead, product ID, 37743fa serial# (B)(4), implanted: 2008 (B)(6), product typ programmer, patient, product ID, 3708160 serial# (B)(4), implanted: 2008 (B)(6), product typ extension, product ID, 3708160 serial# (B)(4), implanted: 2008 (B)(6), product typ extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Returned product- no new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.